Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008842, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008842 was manufactured according to the work instruction (wi) version 81 and packaging in the multivac m12 on 30-aug-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: assembly of the lot 4h03035 was manufactured according to the wi version 27 and assembled in the quickset line, on 30-aug-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4h03036 was manufactured according to the wi version 27 and assembled in the quickset line, on 30-aug-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4h03009 was manufactured according to the wi version 42 and manufactured in the line l4-l5-l8, on 28-aug-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4h03008 was manufactured according to the wi version 42 and manufactured in the line l4-l5-l8, on 22-aug-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4h03010 was manufactured according to the wi version 42 and manufactured in the line l4-l8, on 29-aug-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced an infusion set tubing detachment event on (B)(6) 2025. The location of detachment was quick release (qr). The insertion site was glute. The blood glucose level was 250 mg/dl at the time of event and patient got treated with manual injection. No further information available.